Event description:
There was no patient involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.

Manufacturer narrative:
The pad device was installed on (B)(6) 2008 and operated successfully until (B)(6) 2009. After this date there are multiple events on the same day which would indicate the device was switching itself on automatically but the device continued to complete all weekly self tests. On (B)(6) 2009 the device failed a self test for a low battery and remained in fault mode until (B)(6) 2009. A new pad-pak was inserted but on the (B)(6) 2009 the device failed again for a lower battery. It again remained in fault mode until (B)(6) 2011 when there is evidence of multiple events of 10 minute duration. A new pad-pak was inserted on (B)(6) 2011 and again on (B)(6) 2012. Both times there is evidence of multiple power ups. The problem with the device was attributed to a fault in the membrane. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.